Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited impedance measurements of 1700 ohms and high threshold measurements during the implant procedure. Boston scientific technical services (ts) suggested that this could be due to a possible tissue interface issue. It was indicated that the lead was not successfully implanted as oversensing resulted in pacing inhibition. No adverse patient effects were reported.